Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient returned from CT scan and a nurse was re-zeroing the patient¿s hemodynamic lines. She proceeded to access the zero sensor sub menu on the cerelink and pressed the ready to zero button, which was not gray-out due to the patient having a low-amplitude waveform following bone flap removal which resulted in the microsensor being re-zeroed to the patient¿s icp and caused inaccurate readings. The sensor had to be replaced by the surgeon.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The cerelink microsensor was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to low pulsatility allowing sensor to be re-zeroed after implantation and personnel unaware of proper use of the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.